Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a motor rate error. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to worn drivetrain parts. As a result, the lead screw, motor, carriage, clutches, worm gear, and worm coupling were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump showed a motor rate error (b2001743). There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.